Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the back-up controller displaying a controller fault alarm was confirmed via the downloaded log file from the returned system controller and from testing of the returned controller. The heartmate 3 system controller was returned to abbott in unremarkable physical condition and a log file was downloaded. The downloaded log file from the returned system controller contained data spanning approximately 1.5 hours of data on (B)(6)2021 (12:08:49 ¿ 13:17:00 per the timestamp). The log file captured controller internal fault alarms throughout the entire log file due to an ocp_a_open fault. This indicated that fuse a (component f6) on the main printed circuit board (pcb) of the controller was open. The alarm occurred until the last event in the log file (when the controller clock was not set to the correct date and time) (B)(6)2021 at 23:23:27. The controller was dissected to inspect the internal components and circuit analysis revealed that the resistance across fuse a (component f6) was measured, revealing that it was compromised. The fuse was replaced, and the controller was reconnected to power. The controller fault alarms resolved after replacing the fuse, and the controller successfully operated a test pump at the set speed without issue. Multiple attempts were made to gather additional information about the reported event such as if the cause of the controller fault was identified, and if the controller fault alarms resolved; however, no response was given. The root cause of the reported event was determined to be due to a compromised fuse on the main pcb; however, the cause of the compromised fuse could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on (B)(6)2021. Heartmate iii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (rv. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient's back-up controller was connected to power and showed a "controller fault" alarm. The equipment manager disconnected the back-up battery and reconnected the battery and attempted to charge the controller again. The "controller fault alarm" returned.